Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp felt full, as if hp was overfilled, while using the homechoice cycler for apd therapy. Hcp reported that the hp appeared to be distended during apd therapy and discontinued therapy due to feeling overfilled. The hcp subsequently requested a replacement homechoice cycler. Limited information is available at this time, should additional information become available it will be forwarded.